Event description:
It was reported that the balance middleweight (bmw) was re-sterilized and reused for the procedure (contrary to IFU). The lesion was an eccentric de novo in the distal lcx with mid tortuosity and mild calcification. A balance guide wire was advanced to the lesion and then the bmw was inserted to the marginal for protection. A stent was advnaced to the lesion, inflated to 11 atm, and the bmw got stuck. When the bmw was pulled hard (contary to IFU), the tip separated 5 cm from the distal end. An attempt was made to retrieve the separated tip with a snare, but it was not successful and the tip was left inside the patient. In july 2003, the patient was sent for surgery and the guide wire tip was removed.